Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found a damaged side rail center arm. The technician replaced the side rail center arm assembly to resolve the issue.